Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The spacer was not available for evaluation as it remains in the patient. The post-operative image received appears to show the implant fully contracted; however, as the implant appears rotated away from the viewpoint of the camera it is impossible to confirm this. No intraoperative images could be provided. No conclusions can be made regarding any possible loss of height.

Event description:
It was reported that an x-pand cage lost height post-operatively. No revision is planned at this time and the patient is not experiencing any adverse effects.